Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after inserting the PICC into the body, one of the three tubes had a hole and fluid leaked out towards the end. Air gets mixed in when drawing blood. There was no reported patient injury. No other information was provided. ¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 5fr tl powerpicc catheter was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. Microscopic examination of the catheter hole found at the 11cm mark confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the size of the hole was within the outside diameter of commonly used needles ¿ the fracture edges were sharply formed and had planar (flat) surfaces ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that after inserting the PICC into the body, one of the three tubes had a hole and fluid leaked out towards the end. Air gets mixed in when drawing blood. There was no reported patient injury. No other information was provided.